Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Failed right total elbow arthroplasty with loose humeral component and disassembled linkage mechanism. Restore function. Revision right total elbow arthroplasty, removal of loose components. Removed implants were replaced with latitude ulnar cap dky069, latitude spool dky215, latitude humeral stem 0030502, latitude ulnar bushing dky122.